Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review was conducted, and no nonconformities were found that would have led to the reported complaint. Additional contact information: (B)(6), canada.

Event description:
An event involved a 128" (325 cm) appx 9.3 ml, transfer set w/microclave clear, dual check valve, smallbore bifuse ext set w/microclave clear (green ring), 0.2 micron filter, rotating luer reported that the patient had a peripheral IV (intravenous) for antibiotic administration and a typical bifuse extension set was used. On day shift it had been noted that the pump would occasionally ring off as line occluded, but alarm was resolved by repositioning baby's arm, they said that it was felt that it was likely a positional IV or an issue with the alaris pump itself as the IV site assessed well. On writer's shift, IV would ring occluded intermittently every few hours. The in-charge nurse continued to assess IV site, which looked perfect, and disconnected from IV extension set and was able to flush IV well. They disconnected lines from the pump and opened the clamp fully on the line to run fluid wide open to test the lines and no fluid came out. When they disconnected the d10w (dextrose) line from the green bifuse connection port, d10w fluid flowed freely. It appears there may have been a defect or issue with the line between the green bifuse port and the filter or perhaps an issue in the filter itself. There were patient involvement and no patient harm reported.